Manufacturer narrative:
Insulin pump passed displacement test and self test. No cracks on lcd display, lcd window or display anomaly noted. Insulin pump was received with cracked display window corner and cracked battery tube threads.

Event description:
Customer reported a display anomaly on their insulin pump. Troubleshooting found the lower left and lower right of the screen had a crack. An operation test and self test was completed manually. Customer returned their insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.